Event description:
Follow up identified the patient's scs ipg was replaced. Stimulation therapy has reportedly been restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg depleted due to lack of proper charging. Surgical intervention may be taken to address the issue.